Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The procedure was completed with different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The procedure was completed with different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 2.50mm x 12mm, catheter was returned for analysis. Visual and tactile examination of the hypotube identified multiple kinks along the length of the hyptoube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Contrast was visible in the balloon section of the device. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing was performed wherein initial attempts to inflate the balloon failed. The device was then soaked in the water bath at 37 degrees celsius, to allow for the contract media inside the soften or breakdown. The device was then attached to an encore inflation unit, an attempt was made to inflate the device however, it failed to inflate. The failure to inflate was most likely due to the severe multiple kinks along the hypotube and the presence of contrast media in the extrusion. To allow for an inflation of the balloon the analysis cut the shaft of the device in the extrusion section at 30cm from the tip and attached an inflation aid connected to an encore inflation device. The balloon inflated to a rated burst pressure of 18 atmospheres without issue. No other device issues were identified during returned product analysis.